Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-04951. Related manufacturer reference number 3006705815-2019-04950. It was reported that patient lost stimulation. System diagnostics recorded high impedances. Attempts to reprogram the patient were unsuccessful. With x-rays, the physician could not confirm header connection. As a result surgical intervention was undertaken on (B)(6) 2020 wherein patient's cervical system was explanted to address the issue.